Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 525 mg/dl. Customer was treated with manual injection. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer had blood glucose level of 312 mg/dl. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.